Event description:
It was reported that the pipeline could not be released from the capture coil during deployment. The device was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated. The pipeline was found detached from the pushwire with one end of the pipeline was damaged. (B)(4).